Event description:
It was reported that the pump touch screen was cracked and the left side of the touchscreen became unresponsive. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 170 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.